Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. Additionally, the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The xience xpedition 48 is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a moderately calcified, heavily tortuous, 80% stenosed de novo lesion in the proximal right coronary artery (rca). Pre-dilatation was performed and a 2.75x48mm xience xpedition stent delivery system (sds) was advanced to the lesion. A dissection was reported in the lesion area during stent deployment. The sds was removed, and a new same size xience xpedition stent was implanted to treat the dissection. Post-dilatation was performed with a bdc as standard procedure. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.